Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt was having issues with charging their implant. Pt said the recharger is getting quite hot against their skin and regularly not charging their implant past 30-40% after it has been charging for 3-4 hours. Pt said they regularly pull the battery out of the controller and reinsert if when they press a button and nothing comes up on the screen. Pt said these issues have been happening for the last 2-2.5 months and getting worse. Pt said they had trouble getting in touch with a rep, because they didn't know someone had moved to the east coast. Pt notified a manufacturer representative (rep) today (2021-11-18), who told pt to call in. An email was sent to the repair department to replace the recharger. No symptoms were reported. Patient called stated the new rtm worked well for 3-5days and its taking 2hrs or longer to charge the ins at excellent quality. Patient stated she spoke with mdt rep and was told to call for rtm replacement. Patient stated it used to take less than 1hr to charge the ins from 30% to more. Ps re-opened case to sent email to the repair dept for rtm.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6). Implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a recharge antenna failure, prm recording low numbers. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.